Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A right atrial (ra) lead was present within the patient, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement progressed, until lead on lead binding was encountered. Using forward forces with the glidelight device, the rv lead separated from the ra lead, and was able to be extracted. Upon removing the glidelight device, the patient's blood pressure dropped, and rescue efforts began, including CPR, rescue balloon, and sternotomy. A perforation from the superior vena cava (svc)/innominate junction into the svc was discovered and repaired; however, the patient did not survive the procedure. This report captures the 16f glidelight device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): device serial number is unk. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): perforation of vessels, great vessel perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.